Event description:
It was reported that the patient experienced ab aneurysm in the right cylinder preventing the left cylinder to inflate with an ambicor penile prosthesis (app). The app was explanted and a new 18cm x 14mm app was implanted. Should additional relevant details become available, a supplemental report will be submitted.